Manufacturer narrative:
Covidien reference # : (B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device jaws would not re-opened while they were applied to tissue. The jaws were removed with no injury to the patient.

Manufacturer narrative:
(B)(4). One used lf1537 device was received for evaluation. Visual inspection and testing of the device confirmed that the latch was closed and would not open. It is also noted that the device shows signs of harsh use or abrasive cleaning methods, including bleached white jaws. Further inspection confirmed that the latch within the device is broken, causing the handle to lock instead of open. A review of the device history records for this item found no potentially contributing entries. The investigation identified the root cause of this issue as misuse by the customer, where rough use or harsh cleaning methods likely contributed to breakage of the latch.